Event description:
The explanted generator and part of the lead was returned to the manufacturer for analysis. Additionally the area representative indicated the patient did not have trauma or manipulation to the implant site. No interventions have planned at the moment for the patient and x-rays have been requested to the treating physician.

Event description:
Analysis was completed by the manufacturer. Analysis of the generator indicated the pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Analysis of the returned lead a break was identified in the positive and the negative lead coils. Scanning electron microscopy images of the positive and negative lead coils show that a break has occurred on both coils. However due to mechanical distortion (smoothed surfaces) and surface contamination the fracture mechanism cannot be determined. The lead assembly had remnants of what appeared to be dry body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the ends of the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no additional anomalies were identified in the returned lead portions.

Event description:
It was initially reported by a company rep that a vns pt was explanted of both generator and lead due to unknown reason. Further information was received from the area rep indicating that a lead discontinuity had been found and the vns system was explanted as the pt had no benefit from vns therapy. The area rep indicated the neurologist reported high lead impedance (7/limit/high) during diagnostics. The pt underwent removal surgery and the pin was re-inserted at the time which yielded high impedance. During the surgery, it was seen that it was not possible to remove electrodes or open a part of vagus for a new electrode because of very heavy encapsulation. It was very risky for the surgeon and he decided to remove the generator and part of the lead. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
If explanted provide date, corrected data: initial report inadvertently listed incorrect explant. Event date, corrected data: initial report inadvertently listed event date. Initial aware date, corrected data: initial report inadvertently listed initial aware date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.